Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer alarms "overtemp". No adverse effects were reported.

Manufacturer narrative:
The smiths medical fluid warmer was returned in fair condition. The error was able to be duplicated and it was determined that the issue could be traced to the cracked return tube. This was determined to be a design issue that is being addressed in CAPA (B)(4).